Event description:
A malfunction was reported on the customer's pump. There was no reported impact on the customer's blood glucose level. The customer switched to multiple daily injections as a backup therapy and awaited a replacement pump, which tandem technical support arranged and shipped without requiring a delivery signature. The customer was advised on storage mode procedures and instructed to return the faulty pump using a pre-paid label within ten days.